Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection. The physician indicated that the patient was seen at lions gate hospital for reasons unknown, and had a needle inserted, which is suspected to have caused the infection. As a result, this device and the related lead were both explanted. A new device has not been implanted at this time. No additional adverse patient effects were reported. This device will not be returned due to contamination.